Event description:
There was no pt involved in this event. This device malfunctioned because the pad unit powers on without manual intervention.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to the (B)(6) 2013. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between (B)(6) 2013 and the last log entry on (B)(6) 2015. An increase in voltage during this time suggests a further pad-pak was installed. During testing the device was observed switching itself on, confirming the reported fault. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs and the excess current drain would confirm a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.